Event description:
A report was received that the patient had a bump on top of the incision site. The patient developed an infection at the lead and ipg site. Infection was procedure related and not device related. Antibiotics were prescribed. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-4316, serial/lot #: (b)(40, description: next generation anchor kit-sterile.